Manufacturer narrative:
Block e1: (initial reporter facility name): the reported health care facility is (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: the returned resolution clip was visually and microscopically analyzed. The clip assembly was stuck into the bushing. No other problems with the device were noted. The reported event of the clip being unable to release from the catheter was not confirmed, as the clip assembly was returned stuck in the bushing. Product analysis showed evidence of soft deployment: the clip was detached from the bushing but still attached to the control wire. This may have resulted from operational factors such as physician technique, scope position/angle, or capsule detachment after contact with a surface; however, these remain hypotheses. After soft deployment, reopening the clip could cause the capsule to detach, and subsequent attempts to close it may lead to misalignment of the capsule and bushing, causing it to stick during retraction and deform the capsule. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the intestinal tract during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure and inside the patient, the clip was able to grasp and lock onto tissue, but it could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the intestinal tract during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure and inside the patient, the clip was able to grasp and lock onto tissue, but it could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.